Manufacturer narrative:
A stryker customer quality engineer contacted the customer numerous times for further information, however, they were unable to obtain any additional information. The device was not returned to stryker for further evaluation. The reported issue was able to be verified through video review, but was not able to be duplicated. The cause of the reported issue was traced to use error: electrodes are deployed/applied incorrectly. Per lpcr2 operating instructions the red handle should be pulled to reveal the electrode pads followed by pulling of the loops on the electrode pads to peel the pad from the tray. A clinical review was performed, which showed that there is an unknown device contribution to the reported event.

Event description:
A social media post involving lpcr2 was discovered by a stryker employee. The video illustrated the user's initial inability to effectively deploy the device during a patient event. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker requested additional information on the patient and event. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A social media post involving lpcr2 was discovered by a stryker employee. The video illustrated the user's initial inability to effectively deploy the device during a patient event. The patient associated with the reported event did not survive.

Event description:
A social media post involving lpcr2 was discovered by a stryker employee. The video illustrated the user's initial inability to effectively deploy the device during a patient event. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section h6 results code of supplemental MDR indicates: no findings available. Section h6 results code of supplemental MDR should indicate: usage problem identified. Section h6 conclusion code of supplemental MDR indicates: cause not established. Section h6 conclusion code of supplemental MDR should indicate: cause traced to user.